Event description:
It was reported that device has a ripped and bubbled downstream occlusion seal. Per reporter, the issue was discovered during testing. There was no patient involvement.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection confirmed the reported issue. The event history was reviewed. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed. The downstream occlusion (dso) seal was confirmed to be damaged and was replaced. The device passed all testing after repair.